Event description:
On (B)(6) 2008, the pt had a monarc sling implanted to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the pt began to experience vaginal erosion in (B)(6) 2008 and had to have an additional surgery to remove the sling. It was noted that the sling had attached to "some of her organs." It was also reported that the pt had pain, urinary track infections, hardening, worsening dyspareunia and recurrent incontinence that led to the need for vaginal surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.